Event description:
Caller reported a malfunction on pump, displaying malfunction code and fault ID, prompting support assistance. There was no adverse impact to customer's blood glucose level. Support guided caller to reset pump, but malfunction persisted, leading to decision to replace pump. Caller was informed to use an alternative therapy in the interim and was advised on procedures for returning the faulty pump and receiving replacement, which would come with updated software. Actions were acknowledged and understood by caller.